Manufacturer narrative:
The account found the side rail latch shoulder screw is missing. The account replaced the side rail latch shoulder screw, nut and side rail end tube to resolve the issue.

Event description:
The account alleged the side rail would not latch. No pt impact.